Manufacturer narrative:
A follow-up report will be submitted upon completion of the inestigation.

Event description:
The customer reported that the classic piic "froze". The device was in use monitoring a patient. There was no patient incident.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.